Manufacturer narrative:
Although it is not suspected that any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Event description:
It was reported that a patient successfully underwent a l1 balloon kyphoplasty procedure and no intra-operative complications were reported. There was no evidence of any cement extravasation intra-op or post-op. It was reported that the patient was out of bed and walking post-operatively and was discharged from the hospital. Two days later, the patient reportedly passed away. According to the physician and hospital staff, "there was no direct correlation to the bkp procedure". It was reported that the second night post-discharge, the spouse/significant other of the patient was awakened by patient complaints of "shortness of breath", however, the spouse then reportedly went back to sleep and the patient was found deceased in the morning. According to the physician, the patient suffered from multiple other health conditions and was using pain medications at the time. The spouse/significant other stated to the physician that the suspected cause of death was "overdose." An autopsy was scheduled to be performed however, results are unknown at this time. No further information was provided.